Manufacturer narrative:
Once the investigation is completed, a supplemental report will be submitted. Manufacturer reference: (B)(4).

Event description:
It was reported from the office of bluesleep that a silent nite appliance experienced breakage. Reportedly, the anchor broke while the patient was sleeping. The patient was reported as a 44-year-old male with sleep apnea. Oral hygiene was reported as good. The appliance was delivered on 01/25/2026. The patient presented with the issue on (B)(6) 2026 and discontinued use of the device on the same date. Reportedly, the patient followed the cleaning and storage directions per the device instructions for use. No permanent injury or additional medical or surgical intervention was reported. The appliance was replaced.